Event description:
The customer reported to beckman coulter (bec) a leak at the probe of the coulter ac *t diff 2 analyzer. The volume of the leak was about 3 drops and the leak was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated in connection with this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and found a leak at the probe of the instrument. The fse replaced the probe wipe rinse block and the probe to fix the leak. The repairs were verified per established procedures. The cause of the leak was the probe and the probe wipe rinse block. (B)(4).